Event description:
The user facility reported that an employee received a burn on their hands while removing a bottle of rapicide pa high level disinfectant part a from a damaged box. The employee washed their hands with water and continued working; symptoms fully resolved the next day.

Manufacturer narrative:
The user facility reported that bottles of rapicide pa high-level disinfectant became damaged in transit. The user facility was unable to confirm the subject lot of the bottle involved in the reported event. No ppe was worn by the user, specifically gloves, during the unpacking process. Steris offered in-service training on the proper use of ppe; however, the user facility declined. The following language related to safe handling of the rapicide pa high-level disinfectant can be found on the safety data sheet, "in case of contact, immediately flush skin with plenty of water. Remove contaminated clothing and shoes. Wash clothing before reuse. Get immediate medical advice/attention. Causes severe skin burns. Symptoms may include redness, pain, blisters." The safety data sheet includes the following language related to ppe, "wear chemically resistant protective gloves. Wear approved eye protection (properly fitted dust- or splash-proof chemical safety goggles) and face protection (face shield). Wear suitable protective clothing. Wear solvent resistant apron and boots for spills." Fedex retrieved the damaged box from the user facility. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.